Event description:
It was reported that a user new to the ilet contacted support to change an infusion set due to expiration and noted a blood glucose of 332 mg/dl; troubleshooting and education were provided, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device malfunction reported and an infusion set change due to routine expiration, with unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.